Event description:
Reporter noted posterior capsule tear occurred (cause was not provided). During anterior vitrectomy, the coaxial infusion sleeve kept slipping freely off, and on the internal cannula, sometimes obscuring the cutter, other times exposing too much of the cutter. No consumables were saved; no lot numbers provided. Additional info rec'd on 09/22/06 from surgeon noted an ac iol was implanted, and pt had a decompensated cornea post-op.

Manufacturer narrative:
Product was not available for evaluation and root cause analysis.